Event description:
It was reported via medwatch that during a percutaneous coronary intervention treatment procedure, a shaft break occurred resulting in surgery. The physician was treating three lesions found during a diagnostic procedure. A balloon catheter was placed in an unspecified artery and multiple inflations were made. The physician then placed the same balloon catheter in the calcified distal lesion, inflated and removed the balloon. Three more balloon catheters were then placed in the area of the right coronary artery (rca), where a stent was placed. The last balloon to be inflated at the lesion was a 3.5x15mm quantum maverick balloon catheter. After the balloon was deflated, the physician attempted to withdraw this quantum maverick balloon catheter, however, the shaft broke off in a coronary artery and a large part "hanging free" in the ascending aorta. A decision was made to take the pt to bypass surgery. The pt remained stable throughout the process.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.